Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient started low flows at 00:45 on (B)(6) 2024. The pulsatility index (pi) were very low at <2.0. Blood pressure (via aline) was 70 to 90 mm hg. The patient's aline waveform appeared normal. The patient was on a ventilator for two days. The patient had angiomax (bivalirudin) infusion with a sub therapeutic partial thromboplastin time (ptt) on (B)(6) 2024. The patient was not on coumadin (warfarin) since they have had many surgeries. The patient had lost both wrists and hands and had bilateral above-the-knee amputation (aka). The low flows stopped once a unit of blood was given to the patient after 500 g/dl of albumin. The patient had diarrhea (with a rectal tube), urinary output had been 1500, and bleeding from the aka. Once the blood was given (after albumin), the low flows stopped. The event log files captured a series of pump stops on (B)(6) 2024 associated with a potential obstruction or electrostatic discharge and was noted to return to normal at 1:40:45 on (B)(6) 2024. The speed and pulsatility index (pi) were zero for some time which was thought to be from a blood clot. The patient's bed was found to be air fluidized. The patient was taken off the bed. There was no thrombus confirmed. Prior to the suspected thrombus, the pump was operating as intended. Changing the bed resolved the issue.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed pump resets associated with electrostatic discharge (esd); however, the report of low flow alarms at 12:45 am on 23dec2024 could not be confirmed as no data from that time was captured in the files. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding and patient conditions could not be conclusively established. The controller event log file contained events from 23dec2024. Several pump stops were captured which resulted in low flow alarms as well as pump speed and pulsatility index values decreasing to zero. The pump stops appeared to be consistent with pump resets due to esd. Following these events, the pump resumed operation at the fixed speed without issue. Further review of the submitted log files revealed no other notable events or alarms and captured the pump functioning as intended at the fixed speed. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they ultimately expired as reported under MFR #: 2916596-2025-02163. No product was returned for evaluation. Abbott has initiated a corrective and preventive action to further investigate heartmate 3 pump resets from esd during specialty bed use. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU lists potential adverse events, including bleeding, which may be associated with the use of heartmate 3 lvas. This section also addresses pump parameters, including pump flow and pulsatility index. Sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility, with values typically ranging from 1 to 10. Generally, the magnitude of the pi value is related to the amount of assistance provided by the pump. Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle). Section 4 of the IFU describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 6 of the IFU, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Sections 6 of the IFU as well as sections 1 and 4 of the patient handbook warn that high levels of static electricity may damage and/or interfere with the system and cause the left ventricular assist device to stop. These documents also warn that patients should be connected to battery power when performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provide examples of when static electricity can occur and how it can be avoided. The testing and classification tables in appendix c of the IFU and section 9 of the patient handbook include further information on electrostatic discharge. Section 5 of the patient handbook and section 7 of the IFU outline system controller alarms, as well as the appropriate actions associated with them. Section 8 of the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.